Event description:
I used alcon dailies, multifocal contact lenses daily x 2-3 years. This is the second time with this batch that the left eye has spill in half while being removed. This time I had to go to the ER at 1:30am due to eye swelling and pain. The ER dr removed the broken lense and applied erythromycin 0.5% ointment, and instructed me to f/u with my ophthalmologist for a corneal abrasion l eye. My left eye is swollen shut today, and my vision greatly impaired. FDA safety report ID# (B)(4).